Manufacturer narrative:
(B)(4).

Event description:
Customer reported spring wire guide resistance. It was reported the user found the wire was difficult to remove, but was removed. The cvc insertion was successful. No medical intervention required. The patient's condition is fine.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided three photos for evaluation. The complaint of guidewire and catheter resistance was able to be confirmed by the photos. The photos revealed a kinked guidewire that likely resulted from the resistance during use. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported spring wire guide resistance. It was reported the user found the wire was difficult to remove, but was removed. The cvc insertion was successful. No medical intervention required. The patient's condition is fine.